Manufacturer narrative:
Device will not be returned for evaluation. If the device for additional information becomes available it will be reported on a supplemental report. Concomitant devices: 3060-0100s lag screw, ti gamma3 10.5x100mm lot# k898289; 1896-5042s locking screw, fully threaded t2 tibia 5x42.5 mm lot# k595838, and lot# k137488.

Event description:
It is reported by our ca bfarm that a user reported a broken gamma nail.